Event description:
Reporter indicated that vns pt had passed away. It was reported that the pt died of pneumonia and that the death was not related to the vns therapy. There is no evidence at this time that the ncp system caused or contributed to the reported event.